Event description:
This ICD was explanted because the patient received an inappropriate shock due to a lead fracture. It was reported that there was inappropriate sensing that lead to a shock. A new paradym and st. Jude lead were implanted. Note: the isoline lead that was connected to this ICD was also returned and reported on an MDR.

Event description:
This ICD was explanted because the patient received an inappropriate shock due to a lead fracture. It was reported that there was inappropriate sensing that lead to a shock. A new paradym and st. Jude lead were implanted. Note: the isoline lead that was connected to this ICD was also returned and reported on an MDR.

Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending.

Manufacturer narrative:
The analysis on this device is pending. (B)(4).